Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.